Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments with several cuts noted in the insulation. There was calcification along with tissue noted on the lead body insulation and on most of the distal spring electrode. X-ray was performed and no issues were noted other than some calcification and stretched coils and wavy cables. X-ray did not reveal any conductor fractures. It is suspected that calcification may have accounted for the observation of high shock impedance measurements. Build up of calcification on the lead's shocking coil can create a non-conductive barrier between the lead¿s shocking coil and the patient¿s heart tissue, thereby gradually increasing the impedance seen by the device over time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increasing shock impedance measurements. A commanded shock was delivered at 1.1 joules (j) and a normal shock impedance measurement was recorded. However, following delivery of a 41 j shock, a code 1005 (open condition) was displayed. X-ray of the lead did not reveal any evidence of a conductor fracture. The physician elected to explant and replace this rv lead. The new lead was connected to the chronic device, and good pacing and sensing thresholds were obtained. No defibrillation testing was undertaken. No additional adverse patient effects were reported.